Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer's daughter states that her mother feels well and requires no medical attention. The customer's expected blood result is 120-140mg/dl fasting. Verified the strips expire 7/15/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: 347mg/dl.